Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: 2008. Inratio: 3.2. Lab: 15.0

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 07/08/08. Inratio: 3.2. Lab 15.0. Mean 9.1. Confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. Per text "patient could be getting a heparin flush. Customer ran 2 self tests and got valid results." Caller got proper results after self testing. It is technique issue. No further testing required.